Event description:
Facility reported: "the lock valve on an 8.0 endotracheal tube "pilot balloon" came out of the balloon causing the cuff on the et tube to not be able to be inflated or deflated completely. The pilot balloon was completely flat indicating no air in the cuff of the et tube cuff. Pt was extubated-et tube cuff was partially inflated. The tube could not inflate anymore since valve was broken. Could not deflate since valve was broken. Cuff was finally deflated by directed manual pressure by physician. Pt was promptly reintubated by physician."